Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood on (B)(6) 2018 with blood glucose was 600 mg/dl. Customer¿s current blood glucose was 600 mg/dl. Customer was treated with fluid and 10 units of insulin. Insulin pump had insulin flow block alarm. The insulin pump will not be returned for analysis.